Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03609 & 03610).

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. It was further reported that the acetabular cup, modular head and taper insert were removed and replaced with a biomet active articulation liner and modular head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. It was further reported that the acetabular cup, modular head and taper insert were removed and replaced with a biomet active articulation liner and modular head. Legal counsel for patient reported patient right hip revision procedure performed on (B)(6) 2014 was due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Additional information received in patient's medical records reveal right hip revision was due to pain and metal-on-metal hypersensitivity reaction. The patient's operative report noted joint effusion and scar tissue. Additional information in patient's operative report noted patient is bilateral. Further information received in patient medical records noted that on (B)(6) 2014 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.